Event description:
It was reported to boston scientific corp on 09/09/2009 that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure performed on (B)(6) 2009. According to the complainant, during the procedure, when the physician started to pull back on the handle to deploy the stent, he met with significant resistance and could not pull the deployment sheath back. The white deployment handle eventually separated from the sheath. The physician attempted to use metal hemostats to pinch the sheath to pull the deployment sheath back; however, it shredded the sheath. The physician manually grabbed the deployment sheath and pulled it back to deploy the stent. The stent was placed successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).